Manufacturer narrative:
(B)(4).

Event description:
The field representative was contacted for additional information in regards to the sequence of events leading up to the patient's death. On the date of the procedure, the patient decompensated as a result of anesthesia during suturing of the xyphoid incision. Resuscitation efforts administered with hypothermia protocol and patient was stabilized; however upon a poor neurological examination, the family elected to place the patient on dnr status. The patient died twelve days later. The field representative was not aware if the products were going to be returned or if they were explanted post-mortem. The field representative noted that prior to the implant procedure, the patient was evaluated in a supine position for having respiratory issues and was deemed stable enough for the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to possible congestive heart failure exacerbation, deep vein thrombosis, pulmonary embolism and/or chronic obstructive pulmonary disease. While hospitalized the patient underwent implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD). During the implant procedure the patient went into respiratory failure which led to pulseless electrical activity and the patient subsequently passed away. There were no allegations against the implanted system, however the death was determined to be procedure-related. The device has not been returned.